Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. Data was extracted using approved software and extraction was successful. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit meet specifications prior to release to distribution. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and required an intravenous glucose solution (40%) administered by a healthcare professional to treat hypoglycemia while at home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and required an intravenous glucose solution (40%) administered by a healthcare professional to treat hypoglycemia while at home. There was no report of death or permanent impairment associated with this event.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) device. The sensor prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and required an intravenous glucose solution (40%) administered by a healthcare professional to treat hypoglycemia while at home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. Data was extracted using approved software and extraction was successful. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.